Event description:
It was reported that a patient underwent a pelvic floor repair procedure. The patient experienced a primary failure of healing and underwent a mesh revision. During the revision procedure, it was discovered that the exposure was much greater and infected with a clinical suspicion was of necrotizing fasciitis. The mesh was removed in total and the wound debrided. Microbiological studies supported the clinical diagnosis of necrotizing fasciitis secondary to anaerobic organisms. The patient was prescribed intravenous antibiotics and the patient recovered.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.